Manufacturer narrative:
Device evaluation revealed did not show any malfunction. Review of the patient cbct scan showed that a lot of the patient's mandible bone has gone through resorption. This means that the guide had to be seated very deep inside the patient's mouth. As a result, doctor had difficult time pulling back the patient's lip to place the anchor pin that is used to stabilize the guide.

Event description:
Doctor used a bone-supported surgical guide for dental implant surgery. After performing the tissue flap, doctor discovered that he could not place anchor pin because patient's lip was too strong. Surgery was aborted.